Event description:
It was reported that a prong of a cascadia lordotic-oblique inserter and the threading of a cascadia lordotic-oblique inserter inner shaft fractured off during the rotation of an incorrectly sized implant inside the patient. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient. This report captures the cascadia lordotic-oblique inserter inner shaft.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a prong of a cascadia lordotic-oblique inserter and the threading of a cascadia lordotic-oblique inserter inner shaft fractured off during the rotation of an incorrectly sized implant inside the patient. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient. This report captures the cascadia lordotic-oblique inserter inner shaft.